Event description:
It was reported that the patient's right atrial (ra) lead exhibited high impedance and a suspected fracture. The ra lead was inactivated and later capped and replaced. It was also reported that while the ra lead was inactivated, the patient complained of fatigue. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d314drg ICD implanted: (B)(6) 2013. (B)(4).